Event description:
This procedure is part of the (B)(4) study: after atherectomy was performed, an av fistula was observed in the distal sfa. Balloon angioplasty was performed with the study balloon without relevant remaining stenosis, but evidence of the strong av fistula continued to persist for 4 minutes inside of the balloon blockage. No peripheral embolization or dissection.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded at site.